Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, orange particles in the shell and underweight. A visual and microscopic analysis were performed which identified a sharp break, a striated break, a striated opening, missing shell on anterior (0-25%) and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side assessed as a surgical impact opening, a striated edge break, an opening assessed as a surgical damage consist in the use of some surgical tool, and missing shell assessed as inconclusive. Additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.